Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Occupation: attorney. (B)(4).

Event description:
Patient was revised to address pain, tibial loosening and subsidence. The loosening interface is unknown. Depuy cement was used. Update 12/08/2016 litigation received. There is no new information that would change the existing MDR decision. Complaint was updated 12/014/2016. The patient underwent a right knee revision due to pain and tibial tray loosening at the cement to implant interface. The surgeon noted some lysis posteriorly in the knee as well as debriding posterior scarring and fibrous tissue around the femur. The patella component was not revised. Two depuy cement products were used during the primary operation.